Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported that approximately 2 days post implant, patient was experiencing discomfort and rashes. A skin test for allergens was performed and the patient was found to react to a certain metal (metal unknown at time of report). Patient's wife wants the metallic composition of implanted screws in order to determine if the stryker screws are causing a reaction. Implant sheet provided supplies catalog numbers but no lot codes, and identifies 2 smith and nephew screws as well.